Event description:
It was reported that t:slim x2 pump battery did not charge despite use of tandem charging cable, wall adapter, and alternate charging equipment, and pump showed power source alerts while charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it within specified timeframe using provided shipping materials, and was advised to enter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support confirmed warranty status, shipping details, and arranged replacement pump shipment.